Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) exhibited a cylinder rupture. A surgical procedure was performed to replace the ipp. No additional information was provided.

Manufacturer narrative:
Model number/catalog number: 72404155. Serial number: n/a. Batch/lot number: 694614019. Model/catalog description: reservoir 65 ml pc/iz. Unique identifier (UDI) #: (B)(4).

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) exhibited a cylinder rupture. A surgical procedure was performed to replace the ipp. No additional information was provided.